Event description:
The customer reported that while obtaining a blood culture, the rubber cover on the needle that goes into the blood collection tube came off and "blood went everywhere". The customer also reported that they had recently switched from the bmx blood culture bottle to the bd bactec product and that they continue to use bd vacutainer tubes. No pt. Harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.